Event description:
Pt was implanted with prodisc-l at l5-s1. Surgeon indicated that implant is placed ever so slightly too far to the left and pt is experiencing continuing pain. Reportedly the pt began feeling pain soon after the implantation. Pt will be revised. This report is #3 of 3 for the same event.

Manufacturer narrative:
Additional information has been requested. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Manufacture date could not be determined without a lot number.